Event description:
The customer reported via phone call that they were hospitalized after receiving a button error alarm on the insulin pump. The date of the customer's hospitalization was (B)(6) 2014. The blood glucose at the time of admission was unknown. The customer stated they were not treated at the hospital, but was advised on how much insulin needed to treat for their blood glucose. The customer stated they were not connected to the insulin pump at the time of hospitalization. Customer was disconnected from the insulin pump for an hour prior to being hospitalized. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.